Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: jan 29, 2024. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection of the complaint simplicity reveals no damage to the cartridge or plunger. Ovd was observed throughout the cartridge indicating that a sufficient amount of ovd was used. The lens was received in a vial and was inspected, and observed to be cut into three pieces consistent with a lens that was removed after implantation. No issues that could cause or contribute to the complaint issue was observed. Photos were provided and evaluated. The first photo is of the suspect handpiece on a table; no damage could be observed. The second photo displays the suspect lens in the patient¿s eye and a scratch could be observed on the lens. The complaint issue "lens damaged" and "stuck in cartridge" were not identified during photo and product evaluation. The observed "cosmetic issues" is similar to the reported complaint issue "lens damaged". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: dob, age, weight, race and ethnicity: unknown/ not provided. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided. Section e1: telephone number: 042)476-0075 section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a crack in the optic central part of the lens after the lens was implanted into the patient's eye. There was a device advancement issue that caused the iol to be damaged. There was edema after the surgery. The iol was removed and replaced. There was no delay in treatment or other interventions performed. No further information was provided.